Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 failed to close, which located on ms1b. The customer attempted to restart the station and unplug for 3 minutes, but issue not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident it was determined that inseparable latch was missing the magnet. The field service engineer fse replaced the inseparable latch to resolve the issue. The fse was unable to recreate any errors or failures in either the main application or the test application. The customer then recovered the drawer successfully. The system functioned after the field service engineer repaired the device.